Event description:
It was reported that the patient was receiving too much stimulation in his back and not enough in his legs. The implantable neurostimulator (ins) was programmed to stimulate the legs in one program and the back in another. The patient met with a manufacturer representative on (B)(6) 2012, and his issue was resolved. The patient met again with another manufacturer representative on (B)(6) 2012 to discuss the intensity and location of his stimulation. On (B)(6) 2012, it was reported that the patient was inquiring with his doctor for the removal of the ins. On (B)(6) 2012, it was reported that the patient was experiencing an overstimulation sensation. The patient described his pain as "it felt like they stuck his finger in a light socket or someone hit them in the back of the legs." The patient had met with a manufacturer representative the same morning for an adjustment to resolve an issue that began 1.5 to 2 weeks prior involving stimulation occurring in the buttocks instead of the legs. Following the reprogramming session, the patient went to a grocery store. Following 20 minutes of walking continually in the store, the patient felt overstimulation in the feet and legs and was brought to his knees. The patient did not have his patient programmer (pp) at the time as it was in his vehicle. The stimulation decreased to a normal level as the patient was kneeling ; the patient was then able to walk to the cash register. After leaving the store, the patient turned off the ins with his pp. After turning the ins on upon returning home, stimulation was reported as "comfortable." The patient did not go through any theft detector device or interact with any sources of electromagnetic interference (emi). The patient did not have a fall/trauma associated with the event. It was planned that the patient was to again meet with the manufacturer representative again later that day. Additional follow-up information has been requested, but was not available as of the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).